Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the device had an unknown issue. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed signal loss lasting longer than one hour on the incident date (B)(6) 2019. Confirmation of the complaint was confirmed. Probable cause was determined to be potential patient misuse - patient closed the app or turned the device off.